Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cracked glue around probe and missing adhesive on the distal end cover were due to a degradation and wear. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the ultrasound gastrovideoscope exhibited cracked glue around the probe and missing adhesive on the distal end cover. There was no patient involvement.